Event description:
It was reported that the pump was over infusing. Zyno medical was informed that the device was connected to a pt at the time of the incident but was infusing saline, which did not cause any harm to pt.

Manufacturer narrative:
Evaluation of the returned device involved in this report indicated that the flow rate accuracy was outside of specified +-5%. Pump was repaired. Preventive actions will be identified and implemented.